Manufacturer narrative:
Medtronic received notification of a literature article which mentions use of medtronic devices entitled: "ischemic monomelic neuropathy obscured by diabetes and stroke after thoracic endovascular aortic repair" ahmad j. Abdulsalam, md, biju gopinath, md, buthaina m. Alkandari, md, ffrrcsi, diaa shehab, md, frcp, salem a. Alkandari, md, fbprm doi: 10.17712/nsj.2021.3.20200023 . If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the patient for an emergency tevar procedure after a traffic accident. During the repair, due to a non-sufficient length of theproximal landing zone, the lsa was covered. The proximal landing zone was set to be between the left common carotid artery and the lsa. The valiant stent graft (22 mm×152 mm) was subsequently fully deployed. An angiogram showed persistent slow filling of the lsa from the arch, with no evidence of endoleak or antegrade flow and late flow was noted into the lsa from the left vertebral artery. The patient was moved to ICU post procedure due to hypotension. One day later, the patient complained of left-sided weakness, numbness, and pain in the upper limb, along with reduced grip strength and arm and wrist movement. . Sensation was also impaired in the whole left upper limb, accompanied by a stocking-glove pattern in all four limbs. A brain CT showed multiple ill-defined hypodensities. A follow-up MRI revealed three acute lacunar infarctions in the right parietal and left occipital lobes, the patient was therefore diagnosed with a stroke after the tevar. One moth post implant, ischemic neuromuscular injury to the left upper limb, with superimposed axonal distal polyneuropathy. Therefore, the patient was diagnosed with both diabetic neuropathy and ischemic monomelic neuropathy (imn). After a one-year follow-up, the motor weakness improved mildly. Despite being on a high dose of gabapentin, the patient still complained of neuropathic pain.